Event description:
It was reported that the ventilator generated a power high message. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During inspection, a sound could be heard during ventilation with a test lung and paw high was generated. Further inspection revealed that the o2 gas module was the faulty part and that the issue was resolved by replacing it. After the replacement, the pre-use check passed successfully and the ventilator is in working condition. The device logs were not provided. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Our conclusion is that the replaced o2 gas module was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.